Event description:
It was reported that diagnostic imaging was performed a week following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, which showed the electrode had dislodged. The physician elected to surgically explant the s-ICD system to resolve the event and no additional adverse patient effects were reported. It was stated that the explanted system would not be returned for evaluation.